Event description:
Customer reported a centrifuge bowl leak alarm. Complainant: same as reporter. Customer observed the cover of the centrifuge was full of humidity. Cts asked the customer to open it, wipe it. Customer says that it is black. Then she sees a very small drop of plasma, close to the black seal on top of centrifuge. This black seal looks damaged and this is the black color she saw when wiping. There was no other alarms reported. The blood will not be given back. Customer estimates blood loss at 50 ml. Pt is fine. Pt will receive a planned blood transfusion of 1 unit not due to this treatment but due to the low blood values of this pt. Customer did not return kit for investigation.

Manufacturer narrative:
A review of lot file a753 was performed. This lot had no nonconformances associated with it. The following alarm was noted during lot release testing: blood leak at start of photoactivation: checked, nothing found. Restarted testing. This lot met all release requirements. A review of complaints received for lot a753 was performed. There was no other complaint for centrifuge bowl leaks reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. No kit was returned by the customer for investigation. Therefore, no root cause for the issue could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).